Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that the angio-seal was implanted following a diagnostic catheterization. Following normal deployment, the patient was transferred to the floor. Four hours later, the patient complained of pain. The patient had good pulses with a warm leg. Six days later, the patient returned with pain and was brought in for examination. A doppler revealed minimal blood flow past the angio-seal. Two days later, surgical exploration revealed the angio-seal was completely in the vessel and the device was removed.